Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump stopped working. Customer had a button error and was unable to clear. The customer's blood glucose was 126mg/dl. The customer was advised the insulin pump will be replaced. Advised to discontinue the use and revert to back up plan.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. However, the pump passed the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No button error alarms were noted. The pump was monitored for several days and no blank display anomaly was noted. No damage was found on the lcd isolation tape. The pump had a cracked case at the display window corner, cracked battery tube threads, minor scratches and a cracked display window.